Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip cable at the proximal end. This caused the grip cable to loosen at the distal end. The probable root cause of a dislodged grip cable at the proximal end is attributed to component failure.

Event description:
It was reported that during central processing, the cable of 8mm large hem-o-lok clip applier instrument was observed to be defective. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.